Event description:
The customer contacted beckman coulter inc (bec) to report evidence of a small clenz leak in the trays of the lh750 slidemaker when they cleaned them. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. The material safety data sheet (msds) was not reviewed; however, it is readily available. No death, injury or change to patient treatment attributed or associated to this complaint. No impact to sample results as a result of this event.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) observed the leak occurred during the shut down procedure and that the tubing above the reservoir in the diluter module had a pin-hole leak that would not fully evacuate the chamber of the slidemaker during the cleaning cycle. Upon refill, the chamber would force the excess fluid through the vent line and onto the tray. Several sections of tubing were affected by the force of the excess fluid forced through them and needed to be replaced. Fse replaced all the brown stripe tubing in the diluter module on the left side of unit. The repair was verified as per established procedures. Results meet published performance specifications. Root cause for the leak is a pin-hole in vacuum tubing above reservoir in the diluter that connects to the slide-maker. (B)(4).